Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was not functioning. A field service engineer reseated the usb cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system displayed a black screen and users were unable to retrieve medications from the station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.